Event description:
It was reported that since the device was implanted the patient had felt two types of surging sensations. The first type happened randomly while walking or when something 'brushed" against device. The second surging sensation happened in the right butt area, which the area of parasthesia. In general, movement caused the feeling of increased stimulation. Palpitating the device did not cause the stimulation to change. Additional information received indicated that the patient's device was reprogrammed by the manufacturer representative, who had not heard from the patient since reprogramming. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead: product ID 37754, serial# (B)(4). Product type: recharger: product ID 37744, serial# (B)(4). Product type: programmer, patient: product ID 3708160, serial# (B)(4), implanted: (B)(6) 2012. Product type: extension: product ID 3708160, serial# (B)(4), implanted: (B)(6) 2012. Product type: extension. (B)(4).